Event description:
It was reported that this patient had initial t-wave oversensing in primary sensing vector and the sensing vector was changed to alternate. The patient then received an inappropriate shock due to the t-wave oversensing. The physician elected to deactivate the system until a revision procedure or a replacement procedure for a transvenous system can be performed. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report was created to provide additional information that the device was re-programmed on.

Event description:
This supplemental report is being filled to include additional device information. This patient had a new electrode implanted and the device was re-activated. The system was programmed to primary sensing vector. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report was created to provide additional information that the device was re-programmed to on.

Event description:
It was reported that this patient had initial t-wave oversensing in primary sensing vector and the sensing vector was changed to alternate. The patient then received an inappropriate shock due to the t-wave oversensing. The physician elected to deactivate the system until a revision procedure or a replacement procedure for a transvenous system can be performed. No additional adverse events were reported. This supplemental report is being filled to include additional device information. This patient had a new electrode implanted and the device was re-activated. The system was programmed to primary sensing vector. No additional adverse events were reported. Additional information was received which reported that this device delivered a possible inappropriate shock due to a possible atrial arrhythmia. No additional adverse patient effects were reported. The device remains in service.